Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide the correct batch number, it maybe lh6876 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Per manufacturing, lot lh6876 relates to vcpb341h, not silk suture. Can you please clarify which product was used on the patient? Was it silk suture? Can you identify the product code?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/23/2019. The following information was requested, but unavailable: could not provide additional information per manufacturing, lot lh6876 relates to vcpb341h, not silk suture. Can you please clarify which product was used on the patient? Was it silk suture? Can you identify the product code?

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. During sewing uterus the needle pulled off the suture. The needle was retrieved from the patient. Changed another one to complete the surgery. There was no adverse patient consequence reported.